Event description:
The technician alleged that the bed exit would set but would not alarm once weight was removed from the bed. No patient impact.

Manufacturer narrative:
The technician replaced the bed exit tape switches to resolve the issue.